Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There were no parts replaced to address the issue. Additional findings not related to the malfunction/issue, there was a smell, and the following parts were replaced on the device: outlet flow path and bottom enclosure. The device was cleaned and a tested functionally, which was working properly.